Event description:
Tourniquet machine failed during the case. Pt had excessive bleeding as a result. Tourniquet was sequestered for repair. New machine brought in to complete the surgery. Estimated blood loss 100ml. No complications.